Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, elevated iop and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema, elevated iop and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the surgeon noted that the event (decrease vision) was related to patient anatomy. In addition, the IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation in patient with primary angle closure glaucoma. MFR# reference: (B)(4).

Event description:
It was reported that the patient underwent an uneventful left eye cataract surgery followed by a trabecular microbypass stent system procedure. The surgeon described observing an intraoperative ¿gush of hemorrhage¿ after implantation which stopped before completing the procedure. Postoperatively, the patient presented with hyphema associated with elevated iop and decreased vision. The reported hyphema was characterized as grade ii: (1/3 ¿ ½ anterior chamber vol.) Which was being managed conservatively, including mydriatic medication. Per report, there was 3 mm hyphema with red blood cells (rbc) floating in the anterior chamber (ac) and the intraocular lens (iol) was blood tinge as a result of intraoperative transient bleeding from stents implantation. Review of the ultrasonography (b-scan) showed the retina intact with no evidence of suprachoroidal hemorrhage. According to the surgeon, patient anatomy contributed to the reported vision decrease. The patient was reported on oral glaucoma medication (acetazolamide) and the surgeon is expecting the hyphema to resolve conservatively. The above information includes information provided by the surgeon through flow-up.